Event description:
Reporter stated the infusion device did not correctly provide an error message to indicate no delivery. She woke with a blood glucose level of 16.8 mmol/l (302.4 mg/dl) on (B)(6) 2014 and 17.8 mmol/l (320.4 mg/dl) on (B)(6) 2014, and she was positive for ketones. She believes the insulin delivery was stopped, and no error messages were found in the history. Her normal blood glucose is 5.0-6.0 mmol/l (90-108 mg/dl). She reported she tested the occlusion function twice by placing a pen on the piston rod, and the infusion device did not provide an e4 occlusion error. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).